Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the air and o2 nozzle units were identified as defective. 5000 h maintenance kit including air and o2 nozzle units was replaced. The issue has been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Device's logs confirm occurrence of claimed pressure transducer test failure prior to date of event. Our conclusion is that the nozzle units were the cause of the failure. However, the root cause to why the parts failed have not been established as the mentioned parts were not returned for investigation. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.